Event description:
This is a quote of claims made from the web site: 1-leaves no marks near eyes or on face 2-unobstructed field of view allows user to wear glasses with the system. Having used this system now for almost 1 year rptr found these claims to be false and missleading. Rptr contacted the co by e-mail about these issue with no reply. While rptr likes the product it does leave marks on the face and does cover the eyes at times. These claims need to be removed as they are simply not true. The lack of any reply by the co to this issue is a major problem.